Event description:
The doctor reported that during a spinal procedure, the needle fragmented and remained in the patient. The fragment was surgically removed from the patient. No permanent adverse effects to the patient reported.

Manufacturer narrative:
Smith medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.